Event description:
It was reported that pump displayed altitude alarm 21 earlier in day but insulin delivery was not currently suspended when customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on how to prevent altitude alarms in future, did not need to replace cartridge, and successfully resumed insulin delivery with original cartridge.